Manufacturer narrative:
The patient experienced the peritonitis on an unknown date in (B)(6) 2017. Reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, distress and a lot of pain. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with unspecified antibiotics for 14 days (doses, frequencies, and routes were not reported). No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.